Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that the shaft was kinked. The patient was undergoing a percutaneous transluminal angioplasty procedure. The 99% stenosed target lesion was located in superficial femoral artery. A 2 mm x 1.5 cm x 140 cm small peripheral cutting balloon was selected to treat the target lesion. During the procedure, while outside of the patient, it was noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed a broken hypotube.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: a visual examination of the returned device identified a hypotube break approximately 65cm from the catheter strain relief. Hypotube kinks were present throughout the catheter. No other damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).